Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery more than once. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
No unexpected insert battery alerts noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest.